Event description:
(B)(4). I had the coils inserted on the (B)(6). I have had severe skin breakouts following since the device was implanted. I also have bleeding with only 2-3 days off a month and painful intercourse. I have been to the hospital multiple times for the chronic abdominal and pelvic pains. I am also having severe bloating and weight gain, numbness of the hips and legs.